Event description:
It was reported that pump battery depleted too quickly and that no specific date or timeframe for the issue was provided. No information was received regarding impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and technical support could not confirm battery depletion allegation, with no additional corrective actions documented.